Event description:
It was reported that the patient underwent a device removal due to an infection. The product will be returned but a return date had not been specified. No other information was available at the time of this report.